Event description:
It was reported that during an atherectomy procedure, the rotablator burr became detached. The 90% stenotic lesion was located in the heavily calcified, proximal circumflex (cx) artery. Rotablation was initially performed in the cx and ramus due to graft closure. After completing the first pass through the lesion, the physician was attempting to remove the burr and noted that the burr had detached from the shaft. The rotawire was left in place, and the physician attempted to pass another wire past the burr, but was unsuccessful. A small perforation of the vessel was noted, which "sealed on its own". The physician decided to remove the rotawire. The rotawire had a small bend on the tip which caught the burr when attempting to remove the wire, and they were able to remove the burr successfully. There were no further pt complications. Patient status listed as "fine".